Event description:
It was reported that the customer had a bent cannula, and the insulin pump did not alarm no delivery. Customer's blood glucose level at the time 237mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.